Event description:
Healthcare professional reported after injection to unspecified site with juvederm voluma patient developed "allergy in entire face." The physician sent the patient to an allergist for evaluation. The injecting physician treated the patient with hyaluronidase and "believes it has solved the problem."

Manufacturer narrative:
Taper unknown. Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. The event of allergy is a physiological complication and analysis of the device generally does not assist allergan in determining probable cause of this event.